Event description:
Procedure: sigmoidectomy. According to the reporter: after firing on the vessel, an unformed clip dropped from the device and was retrieved from the cavity. After that, the surgeon found a half of another clip in the cavity and retrieved. The other half was not found. The surgeon commented he was not sure when the clip was broken. There was no bleeding, no tissue damage, no unanticipated tissue loss. Operating room time was not extended.

Manufacturer narrative:
(B)(4).